Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown mono/ polyaxial screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: li q-y et al. (2010), primary effect of dual growing rod technique for the treatment of severe scoliosis in young children, chinese medical journal, volume 123, number 2, pages 151-155, (china). This retrospective study investigates the feasibility and effectiveness of the dual growing rod technique for the treatment of severe scoliosis in young children. Between november 2004 and march 2009, 11 young children with severe scoliosis who received the dual growing rod treatment were included in the study. There were 10 females and 1 male with a mean age of 6.1 years (range, 2.1 to 10.9 years). All the patients underwent the dual growing rod technique treatment. The instrumentations used were the unknown depuy spine isola system in 10 patients and a competitor¿s device in 1 patient. Postoperatively, brace treatment was applied, and patients were followed up every 4 to 6 months. The indications for the distraction were: increase of coronal cobb angle more than 15 degrees or the increase of sitting height of more than 2 cm. Both the initial surgery and subsequent lengthenings were performed with spinal cord monitoring. Complications were reported: 3 patients had hook displacement on the proximal anchor site. Revisions were performed immediately with simultaneous lengthenings. 2 cases of hook displacement were changed to pedicle screws while 1 case of hook displacement was reset. 1 patient had pedicle screw loosening on the proximal convex anchor site. Revision was performed immediately with simultaneous lengthenings. The loose pedicle screw was extended for 1 segment superiorly. 1 patient had a broken rod. Revision was performed immediately with simultaneous lengthenings. The broken was changed to bilateral rods. This report is for the unknown depuy spine isola system. This report is for (1) unknown mono/ polyaxial screws. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. D1: impacted product change updated. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.